Event description:
The customer reports a falsely elevated architect stat troponin-I assay results generated on an architect i2000sr analyzer: a result of 0.159 ng/ml was generated (sample identification [sid] (B)(6)) and questioned by the patient's physician as no signs of cardiac distress were observed clinically. This customer uses an assay cut-off value of 0.03 ng/ml. The following day, a new sample was drawn ((B)(6)) and tested and generated a result of 0.000 ng/ml. Then on (B)(6) 2014, both samples were retested: sample (B)(6) = 0.012 ng/ml and sample (B)(6) = 0.004 ng/ml. There is no reported impact to patient management due to this issue. On (B)(6) 2014, a second patient (sid (B)(6)) generated an initial architect stat troponin-I assay result of 0.008 ng/ml. The following day, a new sample (sid (B)(6)) generated a result of 0.224 ng/ml. Another sample taken approximately eight hours later (sid (B)(6)) generated a result of 0.005 ng/ml. The customer then repeated sid (B)(6) three days later and obtained results of 0.677 ng/ml and 0.31 ng/ml. Controls were within specification. The results from this retesting came into question as the sample was not stored off the gel of the serum collection tube per the assay package insert instructions. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Returns were not made available from the customer site for this evaluation. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was performed using a retained kit of lot 69726un14 against a panel that uses the same matrix as patient samples used for testing during manufacturing. All results met the specification of 0.23 to 0.43 ng/ml, which indicates acceptable product performance. The architect stat troponin-I assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue appers to be related to sample preparation, as the customer allows samples to clot for 5 to 10 minutes when the collection tube manufacturer recommends 30 minutes before centrifugation. No additional issues were identified and no further action is required at this time.